Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that at implant the lead had positioning difficulties due to tricuspid regurgitation and the patient's anatomy. After multiple stylets were used, a different lead was used in the event that the increased resistance was due to dried blood. The new lead was successfully placed. No patient complications have been reported as a result of this event.